Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm or unexpected battery alarms noted during testing or in the device trace download. Device received with cracked case behind the pump at the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 24 mmol/l. The customer stated that the insulin pump stopped completely due to a sudden empty battery and also had a crack in the case. It was unknown whether the customer was using auto mode feature. The insulin pump will be returned for analysis.